Event description:
During a thrombectomy procedure, the balloon reportedly appeared to drag, as if caught on a flap. Upon dissection, a 2 cm long area of graft wall seperation was visible. The graft was removed and replaced with a dacron graft segmentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.